Event description:
It was reported by the sales rep. That the device would not maintain pneumo. The customer changed devices and it worked appropriately. The customer also used a pouch device and the pouch tore during the procedure. The customer then opened a new device and completed the procedure. The sales rep. Was not sure if there was any patient consequence.